Manufacturer narrative:
Per t:slim g4 user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. Reportedly, at times the customer was not near the pump when loss of connection occurred. Ultimately, the pump and transmitter regained connection. No additional patient information was available.